Manufacturer narrative:
B5: a 12.6mm vticm512.6 was implanted into the left eye (os) of a patient with pre-existing meibomian gland dysfunction. Lens rotation not associated to low vault was observed. Reportedly, "pt c/o blurred vison os." The problem has not resolved. H6: off-label - pre-existing meibomian gland dysfunction. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type event within associated lots was found. Claim #(B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "toric evo has rotated."